Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Data was not provided. The device was not returned. Diabetes is a known cause of death; however, a definitive root cause cannot be determined.

Event description:
Patient's husband contacted dexcom technical support on 08/10/2015, on behalf of the patient to report that on (B)(6) 2015, the patient expired. It was stated that on (B)(6) 2015 that patient was taken to the emergency room and admitted to the hospital for clostridium difficile colitis. On (B)(6) 2015, the patient's white blood cell count improved, her temperature was down, but she was still experiencing abdominal pain. On the morning of (B)(6) 2015, the doctor had checked on the patient and everything was stated to be going well. At 4pm the patient's husband had come to visit and found that she had passed away between 1 and 4 pm. Patient's husband stated that the death certificate stated cardiac arrest as the cause of death. No additional event or patient information is available.